Manufacturer narrative:
The provided sample was investigated and an interfering factor to streptavidin was detected. This interference most likely caused the event and is documented in product labeling.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from cobas e601 serial (B)(4). Of the data provided, only the results for ft4 and ft3 were discrepant. The result from a sample on (B)(6) 2016 were: elecsys ft4 ii assay 80.2 pmol/l. Elecsys ft3 iii 17.07 pmol/l. Elecsys tsh assay 0.31 mu/l. On (B)(6) 2016, a new sample was drawn and the results were: ft4 > 100 pmol/l. Ft3 18(17.88) pmol/l. Tsh 0.49 iu/l. After consulting with an endocrinologist, the sample was also tested on an abbott analyzer and the results were: ft4 17.3 pmol/l; ft3 4.23 pmol/l. A possible interference by heterophilic / blocking antibodies was suspected. Information regarding if any erroneous result was reported outside the laboratory was requested but it was unknown. The patient was not adversely affected. Sample from the patient was submitted for investigation. Refer to the medwatch with patient (B)(6) for the other assay involved.